Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 3 point of care unit (pcu) keyboards were returned unexpectedly. There was no reported patient involvement.

Manufacturer narrative:
An unexpected return of 3 point of care unit keyboards found keypad failure on 2 out of the 3 received keypads. External and internal inspection was performed on (p/n tc10010217). During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection of the keypad, fluid ingress was also observed on the keypad traces of sn (B)(6) . No anomalies were observed on the traces of keypad sn (B)(6) . The front case keypad was connected to the cad pcu test fixture for functional testing. Keypad s/n (B)(6) : all keys functioning as expected. No problem detected. Keypad s/n (B)(6) : failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. Keypad s/n (B)(6) : all keys functioning with the exception of s6, 1, 4, 7, clear. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that 3 point of care unit (pcu) keyboards were returned unexpectedly. There was no reported patient involvement.